Manufacturer narrative:
G4:04dec2020. B4:07dec2020. The device was reported to have been in testing while being set-up for use, there was no delay in therapy and no patient harm. A philips service engineer (se) was dispatched to the customer site and the reported issue was not confirmed. The se performed testing on the device and issue was not replicated. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
It was reported to philips that the device had a oxygen not available alarm message. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.